Event description:
Customer states the use by date on the comfort curve test strip vial label is 08/28/2009; MFR's documentation confirmed the actual use by date to be 02/28/2009. No adverse event reported. Requested return of product, replacement sent.